Event description:
I purchased a medtronic continuous glucose monitor in (B)(6). The cgm is intended to work with my pump, reporting blood glucose values to the pump so I can make adjustments to my insulin therapy. Since I received the cgm, it has had continuous problems communicating with my pump, loosing connection if they are as few as 6-9" apart, when the transmission is supposed to be effective for 6 ft. In talking with medtronic customer support, they tell me they can't replace the transmitter unless we try a "test plug" is the transmitter. They also say they don't have any "test plugs" because they are backordered. They have been backordered for over 1 month and I am feeling taken advantage of. I can't get a replacement transmitter even through my current one is under warranty. It looses connection on it's own, sometimes without warning, which makes the alert system on my pump ineffective. The intent of my purchase was to prevent severe low blood sugars, and I can't rely on this system to prevent them when it's alert system either doesn't work, or sometimes does alert but wakes myself and my wife up 6-10 times in a night. If medtronic has no way to test the ability of their sensor/transmitter system, I suggest that they should not be allowed to sell more until those that are in service can be serviced effectively. Currently, I cannot use my sensor (which cost thousands of dollars) because I am out of the disposable sensors, since every time I call them they tell me to replace the sensor (these are supposed to last 6 days, in some cases I have only been able to use them for a few minutes before they tell me take them off and replace them again. Is the product compounded: no. Is the product over-the-counter: no.